Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving an error 2 message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with self-adjusting insulin. The error 2 issue began a day prior to contact lfs between 9-10pm. In the next day at 6am, the pt developed symptoms of "numbness and cold sweats." At that same time, the pt took 7 units of humalog insulin and administered self-treatment with food and/or drink. The pt did not test on any other device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, and was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique is correct, the test strips were in good condition, the error 2 appears when the test strip is inserted, and the issue was not resolved with training. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.